Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were due to case-specific circumstances. Following the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient went into a complete heart block after crossing with the wire. The valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc). A temporary pacemaker was placed to stabilize the patient. The patient received a permanent pacemaker to resolve this event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient went into a complete heart block after crossing with the wire. The valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc). A temporary pacemaker was placed to stabilize the patient. The patient received a permanent pacemaker to resolve this event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.